Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error and damaged insulin pump. The customer's blood glucose was 3.8 mmol/l. The customer stated that the pump fell and there is a crack. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, missing display window cover and minor scratches on lcd window.